Manufacturer narrative:
(B)(4).

Event description:
In early (B)(6) 2011, it was reported that the "pump failed 6 months after implant." It was noted that the doctor had left the medication in the pump, but it was unk if the pump had been programmed off or not. The pt had no pump refills since that time. The pt had been doing well for the last 6 months; he had been very relaxed and was not having to take oral baclofen. The pt's mother was worried that the pump came back on and was now empty because, for the past 1.5 weeks, the pt had increased baseline spasticity, sweating, and a rapid heart (120, 127 and 130). No pump alarms had been heard. The pt was assessed in the ER and they were told it was his bowels and constipation; the pt's mother reported that pt had loose stools. The device system was used to deliver baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.